Event description:
Updated report received 20 july 2017: it was reported that a ht command guidewire advanced through the proximal superficial femoral artery (sfa) lesion when resistance was met due to calcium in the distal sfa/proximal popliteal. The wire was unable to pass through this chronic total occlusion (cto) area. The device was removed without reported issue. There were no adverse patient effects due to the failure to cross and a ht connect guidewire and armada dilatation catheter were used in replacement. The ht connect advanced to the lesion. The armada was attempted to be removed when it was noted stuck to the ht connect guidewire. The ht connect guidewire was also difficult to remove with the armada catheter. Both the ht connect and armada catheter were removed as a single unit. During device removal, the wire had become stuck and separated approximately 60 centimeters in length. Per imaging, a tip fracture appeared and the coils were stretched and unraveling. 3 different snares were attempted to remove the separated ht connect wire but this was unsuccessful. Hours were spent attempting to remove the separated wire portion and the patient was not tolerating this well. Reportedly, the patient was uncomfortable and in pain; however, the operators were unable to provide more anesthesia. On (B)(6) 2017, a second percutaneous procedure was performed. The separated wire was noted in several pieces and the entire sfa to popliteal was stented as treatment. Reportedly, the patient is recovering well. There was no additional information provided regarding this issue. "Patient l leg treated, we were doing a pme for ht command 18 (using the st 210cm wire), this wire got through the proximal lesions in the sfa but we hit a rock of calcium in the distal sfa / proximal pop. When the wire wouldn't traverse we swapped to a cto wire (the ht connect 250t) and an armada 18 for support. The wire got through some of the lesion and we tried to pull back the balloon and it got stuck, so then we decided to remove both the balloon and wire. The wire got stuck and snapped off (possibly around 60cm). On x-ray it looked like there was a tip fracture and the coils were stretching and unraveling. We tried three types of snares but the tip of the wire was truly stuck. Spent a number of hours on this but the patient wasn't tolerating this so repeat procedure scheduled for later in the week.

Manufacturer narrative:
The distributor has confirmed that the device will be returned for investigation. However the device has yet to be received.

Event description:
It was reported that a ht command guidewire advanced through the proximal superficial femoral artery (sfa) lesion when resistance was met due to calcium in the distal sfa/proximal popliteal. The wire was unable to pass through this chronic total occlusion (cto) area. The device was removed without reported issue. There were no adverse patient effects due to the failure to cross and a ht connect guidewire and armada dilatation catheter were used in replacement. The ht connect advanced to the lesion. The armada was attempted to be removed when it was noted stuck to the ht connect guidewire. The ht connect guidewire was also difficult to remove with the armada catheter. Both the ht connect and armada catheter were removed as a single unit. During device removal, the wire had become stuck and separated approximately 60 centimeters in length. Per imaging, a tip fracture appeared and the coils were stretched and unraveling. Three (3) different snares were attempted to remove the separated ht connect wire but this was unsuccessful. Hours were spent attempting to remove the separated wire portion and the patient was not tolerating this well. Reportedly, the patient was uncomfortable and in pain; however, the operators were unable to provide more anesthesia. On (B)(6) 2017, a second percutaneous procedure was performed. The wire was noted in several pieces and the entire sfa to popliteal was covered as treatment. There was no additional information provided regarding this issue.